Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 experienced a rail failure. The field service engineer (fse) inspected drawer 5 and confirmed slide damage. The slide and latch inseparable were replaced, after which the drawer was tested using the hardware test application. Customer testing was performed in the application, and the results confirmed that the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main full height drawer 5 rail failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.